Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery. The physician was attempting to place a taxus express2 2.5x12mm drug eluting stent, but encountered difficulty advancing the device. When it was removed, they noticed it was frayed. The procedure was completed with another taxus stent. No patient complications occurred. Pt status is satisfactory.